Manufacturer narrative:
H.6. Investigation summary: one loose safetyglide needle assembly and two opened and empty blister packs (p/n 305901) were received and evaluated. One blister pack was from batch 8002860 and one was from batch 8002855. It was observed the cannula was bent in a ¿u¿ shape inside the shield and there was a puncture hole through the shield 0.25¿ down from the step of the shield. The bent cannula was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the bent needle defect is associated with the safetyglide assembly line. When assembling the safety mechanism the fixture was not properly aligned inducing that the needle bent, then when the plastic shield got assembled the top part of the needle got trapped in the plastic shield. No corrective actions are necessary based on the defective rate identified. Batches 8002860 and 8002855 are considered in compliance with our product specification requirements.

Event description:
It was reported that bd safetyglide¿ needle punctured the safety cap. This was discovered during use. The following information was provided by the initial reporter: material no: 305901 batch no: unknown (8002860 or 8002855). It was reported that when ma attempted to take cap off bent needle inside cap, the needle punctured the safety cap. Event description per email states: needle appears to have been bent during manufacturing process when ma attempted to take cap off bent needle inside cap punctured safety cap. Bin containing needles contains above two lot #'s unable to determine which lot # specific affected needle is.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8002860, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-02. Medical device lot #: 8002855, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle punctured the safety cap. This was discovered during use. The following information was provided by the initial reporter: material no: 305901 batch no: unknown (8002860 or 8002855). It was reported that when ma attempted to take cap off bent needle inside cap, the needle punctured the safety cap. Event description per email states: needle appears to have been bent during manufacturing process when ma attempted to take cap off bent needle inside cap punctured safety cap. Bin containing needles contains above two lot #'s unable to determine which lot # specific affected needle is.